Event description:
It was reported that noise and decreased r wave amplitude was observed on the right ventricular (rv) channel. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of sensing noise problem was not confirmed. The device was received from the field with battery voltage above elective replacement level. Electrical and mechanical analysis performed indicated normal functionality. Result from sensitivity test under field settings was normal. Additionally, visual inspection of the header and connector detected no contamination or foreign material that could contribute to the reported events. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.